Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the image disappeared due to corrosion on the electrical contacts of the video connector, which caused a contact failure. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 6 use 6.3 endoscope connection connectors should be fully dry, including electrical contacts. If wet, add according to the "instructions for use" of the endoscope. If wet, the image may disappear or lead to malfunctions such as flicking. Visera video system center otv-s7v camera head, camera head (autoclavable) safety precautions endoscopic image disappearance and freezing connect the video connector to otv-s7v in a fully dry condition, including the electric contacts. Damage may result if wet.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head with the combination of the visera elite video system center (otv-s190) and visera video system center camera head (otv-s7h-1d-l08e) resulted in image noise and image disappearance. This reportedly occurred when the connection part to the video connector was shaken left and right. It was added that if left as it was, the problem would be resolved so there was no health hazard to the patient. This occurred during preparation for use. The procedure was completed using the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. However, visual confirmation found an electrical contact corrosion. There were no confirmed facts suggesting that the reported events may expand. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6) and submitted medwatch (B)(4).